Event description:
On (B)(6) 2009, the patient reported that when she removed the insulin cartridge from her infusion device the plunger became stuck to the piston rod and 1/4 of a cartridge of insulin was spilled in the cartridge compartment. She was educated on the proper procedure for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.